Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower hard plastic of door 6 was broken and shattered on the floor. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was cracked at the hinges and near the handle. The field service engineer (fse) replaced the tower door, which resolved the issue. The repair was verified using the hardware test application, and no issues were observed. The customer also logged in and inventoried the tower door station, confirming that it was working as designed. The system functioned as intended after the field service engineer repaired the device.